Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an air bubble on her reservoir and she changed her set out. Customer stated that she changed her infusion set and when she did, she made sure there were no air bubbles. The customer stated that she saw an air bubble on sunday and she changed the whole thing out.